Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient's battery site was swollen and the patient went to see their doctor in office. The patient stated they had bumped into a door knob. The site was bruised and swollen according to the doctor. The patient was put on antibiotics and was brought into surgery today to determine if the pocket had sign of infection. The doctor aspirated the pocket site and white pus like fluid was extracted. The doctor then decided to remove the entire system. A culture was sent for analysis. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cultures have not been returned, and the cause of the infection is not known at this time. No further complications were reported or anticipated.